Event description:
It was reported that during use of the sphere catheter, a lesion formation issue and a steam pop occurred during ablation in the cti. The steam pop was observed when the physician retroflexed the sphere catheter and positioned it deeply in the proximal end of the cti near the transition to the ivc. The patient was under general anesthesia, and the procedure was completed with no impact to thepatient or the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.